Event description:
General report received of an unspecified number of undocumented incidents of unrestricted flows. Prior to pt use, the tubing sets were primed with saline in the pharmacy. It was reported that after the cair clamps were closed, saline continued to drip in the drip chambers. There were no reported delays in critical therapies. Though requested, no additional info was provided.

Manufacturer narrative:
The customer indicated that the devices were discarded. The lot number of the device that was in use is unk. A rep device from lot number 770994w is expected to be returned for investigation. It has not yet been received. This report represents all the info known by the reporter upon query by hospira personnel. (B)(4).